Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that a cartridge alarm 1 occurred during basal delivery. A new cartridge was successfully loaded to address the event. Additionally, it was reported that cartridge air bubbles were observed in the infusion set tubing. Reportedly, the infusion set was changed to address the issue. Customer¿s blood glucose level was 150 mg/dl.